Event description:
The customer reported that the populations at the fl4 position on their fc 500 flow cytometer were not being gated correctly causing erroneous cd34+ results. Erroneous results were not reported out of the lab. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) was on site and confirmed that the tarpon amp board and signal conditioner at the fl4 position was defective. The failed board is revision gd. The amp board failure caused failure of the auto-gating at the fl4 position causing erroneous cd34+ results. The customer manually re-gated all impacted runs to obtain correct results. The fse replaced the board at the identified position to resolve the problem. Bec internal identifier - case(B)(4).